Event description:
It was reported that the tip of the catheter had been cut. This was found when the package was opened. Per additional information received via email 12nov2019, the tip of the catheter was found cut off inside the package prior to removing.

Manufacturer narrative:
The reported event was confirmed. An amber two way catheter was returned inside its blue sleeve. A portion of the blue sleeve was found to be opened. The catheter tip was found to be missing and appeared to be cut off. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter had been cut. This was found when the package was opened. Per additional information received via email 12nov2019, the tip of the catheter was found cut off inside the package prior to removing.